Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The volume of leak was about 10 mls and was contained within the unit. The unit was generating aspiration errors. The customer was wearing ppe, including a lab coat, goggles and gloves. There were no reported operator injuries. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the analyzer and found the needle vent line to the needle was disconnected. He reattached the needle vent line, which fixed the leak, and resolved the aspiration errors that were generated. Identification of the failure mode: disconnected needle vent line. The instrument generated aspiration errors alerting the operator to an instrument problem. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).